Event description:
Patient was hospitalized twice for high bgs. It was stated that when the customer was released the bgs went up again resulting in another hospital stay. Bgs were treated with IV drip. Troubleshooting was performed. It was found that the customer had not reset the basal rates and according to the history, no insulin was dispensed for over 13 hours. The lead screw rotated accurately.